Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-01748. It was reported the patient had ineffective stimulation. As such, surgical intervention occurred where the leads were repositioned on (B)(6) 2024 to address the issue.